Manufacturer narrative:
The tap was returned to medtronic for analysis. There were no faults found with the returned tap. The tip was not bent and had no apparent physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. A damaged instrument was reported. The 6.5 cannulated taps tip was bent and it was from a loaner tray. It was indicated that the damaged instrument would still verify. There was no patient involved.